Event description:
It was reported that during lap splenectomy procedure, the device cut but no staples were formed. Surgeon had to open the pt and finish the procedure by hand suturing due to bleeding.

Manufacturer narrative:
Info not provided during initial contact. Info anticipated, but unavailable at this time. D5 serial number = na.